Event description:
On 4/22/97, the facility's purchasing department informed the MFR's customer service rep that the device templates were not included in the three (3)refill kits. Each kit is supposed to include two (2) templates. The customer stated that they wanted to keep the kits; however, requested the MFR replace the missing templates. No further details were provided at this time.